Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported a loss of stimulation as of about four months prior to date notified. It was stated that ever since the patient went to see their neurologist they have had a return of shaking and the "tingling sensation" has decreased. The patient's shaking has gotten worse on both sides but more so on the left side, and it seemed as though the neurologist was playing around with the pp not really knowing what they were doing. There are no falls or trauma related to this event, and therapy showed as stimulation on when checked with the patient programmer (pp). The patient does not have the ability to change stimulation, and follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is movement disorders. On 2017-01-13 additional information was received from a manufacturing representative. It was reported that the patient's implantable neurostimulator (ins) was interrogated and high impedances were found at case and -1. The manufacturing representative switched therapy to case and -2. The patient was reported to be extremely happy with the results.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.